Manufacturer narrative:
(B)(4). The device were received for evaluation. A visual inspection was performed with the naked eye and via a clemex intelligent microscope. The inspection identified damage to the device; cracked light blue main-body and damaged patient adapter. Leak testing performed revealed no issues. Clear passage testing performed with no issues noted. Clamp function testing performed with no issues noted. Integrity of seal surface test performed with no leaks. Sample analysis determined the sample did not meet specifications. The reported condition was verified; though, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was damage to the minicap extend life peritoneal dialysis transfer set with twist clamp. It was not reported if the patient was hospitalized for this event. Treatment was not reported. The outcome of the peritonitis event was not reported. The action taken with peritoneal dialysis therapy was not reported. No additional information is available..

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.